Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in the hybrid. Analysis confirmed copper trace anomalies on the hybrid causing rapid battery depletion.

Event description:
It was reported that the device was found to be pacing below the lower rate, and it was not possible to interrogate the device. Another programmer was attempted, but was also unable to interrogate, and no magnet rate was observed. The device was explanted and replaced. No patient complications have been reported as a result of this event.